Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak from their stay safe luer lock catheter extension during dwell 1 of 4 of treatment. The patient stated that they woke up and noticed their mattress was damp and they found a pin-size hole in their catheter extension. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported that the patient is trained on manuals and stat drains but did not complete treatment the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The product is not available to be returned for evaluation because it was discarded by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. No information was found for potential lots sold to the customer for the product. Since no information was found, a device history record (DHR) review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.